Event description:
Pt is 79 yr old, 6'2", 160 lbs. Hospitalized since 3/14/97 for multiple medical problems (electrolyte imbalance, pneumonia, renal failure, delirium and dementia. For pts safety he had a vest restraint applied. On 3/21/97 pt was in bed with the vest restraint on, tied in a bow to the spring frame of a bed. The four siderails were in the up position. The bed was in the low position. The head of the bed was elevated to thirty degrees. Pt was observed by dr at 11:10 am to be in bed. At 11:25 am pt was found by dr on the floor in a sitting position with knes bent and legs under him, on the left side of the bed. His left arm was up resting across the bed, and according to the dr, his head was wedged between the siderails (top & bottom rails). Dr claims to have lowered the upper (top) rail, so when nursing observed pt, head was retesting against the outside edge of the left upper (top) siderail. Pt's right arm was out of the restraint. The left side of the restrainst was on the pt and intact across left chest diagonally to the right hip area. The straps from the right side of the restraint were stretched across the bed, partially untied from the bed frame (it was out of the bow, loosely tied). One strap from the left side of the restraint was tied in a half knot to the bed frame. The other strap from the left side was found tied in a knot to the phone receiver cord, which was also found on the floor. The phone had been attached to the upper (top) siderail and remained so. Pt had no pulse or respirations. No marks were seen on the body. Resuscitation was unsuccessful. Dr felt death may have been due to carotid compression. Autopsy was done and listed death from asphyxiation due to mechanical compression.